Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This involves a female patient using the peristeen transanal irrigation system. The patient has been experiencing light bleeding on and off while using peristeen since early january. The patient complained of cramping and difficulty with removal of the stool. This has happened several times. The bleeding became increasingly worse until the 2nd february when she experienced heavy bleeding with a release of mucus. The patient has not used peristeen since but continued having heavy bleeding and cramping on the 11th february. On the 12th and 13th of february light bleeding was experienced and on the 14th february, light staining was noted. There has been no report of treatment for the bleeding at this time. No additional information was provided.